Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the right ventricular lead integrity alert, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the impedance trend on the rv (right ventricular) pacing lead was variable and oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory also indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. Concomitant product(s): d224drg ICD, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular lead administered one inappropriate shock. The shock was attributed to noise on the pace/sense portion of the lead, and a high sensing integrity counter was observed. It was also noted that the lead exhibited an impedance spike, high impedance, and possible fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.